Manufacturer narrative:
H.6. Investigation: three open 32g x 4mm pen needle samples were returned from lot. No. 9226281, cat. No. 320141. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 bd microfine+ pn 32g x 4mm were unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: clogged needles (3 on half box) these eedles are now at the pharmacy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd microfine+ pn 32g x 4mm were unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: clogged needles (3 on half box) these needles are now at the pharmacy.